Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hole in the catheter shaft was noted. Following introduction of the spiroflex® angiojet® thrombectomy catheter into the patient a hole was noted on the shaft of the device. The device was removed and the procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - visual and tactile inspection of the hypotube noted that there was a kink approximately 99 centimeters from the tip of the catheter. Visual and tactile inspection showed that the outer shaft had a hole in the tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hole in the catheter shaft was noted. Following introduction of the spiroflex® angiojet® thrombectomy catheter into the patient a hole was noted on the shaft of the device. The device was removed and the procedure was completed with another device. No patient complications were reported.